Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was report that a trans-ischemic attack (tia)occurred. In (B)(6) 2016, a 33 mm watchman ® laa closure device & delivery system was successfully implanted during a left atrial appendage closure procedure. A complete seal of the laa was observed. The patient status was fine. The 45 day follow-up transesophageal echocardiogram was clear. No thrombus on the device and no jets. In (B)(6) 2017, it was reported that the patient had been experiencing tia's since the implant procedure. The implanting physician reported that he believes the source of the tia¿s is vascular not cardiac and the patient had a long, long history of multiple tia¿s prior to the watchman implant. The patient is currently still on anti-coagulation therapy.